Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 17-oct-2024 section h-3: device evaluated by manufacturer: yes device evaluation: the lens was received inside a specimen cup. Visual inspection reveals the lens was received cut in half. The two lens halves were cleaned and inspected; no issues were identified. No further evaluation was performed. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 17-oct-2024. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Blurry vision was reported by the patient following the implantation of the non-pre-loaded zcb00 model intraocular lens (iol). The iol was explanted in a secondary surgical procedure and replaced with another j&j iol, model and serial number information was not provided. During the lens exchange procedure, there was no patient injury and no medical/surgical intervention was required. Patient prognosis post-lens exchange was reported as dong fine. No further information is available.